Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The overall baseline gender characteristics is male; the age of the patients was approximately 67 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "comparison of the effect of atrial fibrillation detection algorithms in patients with cryptogenic stroke using implantable loop recorders." The american journal of cardiology. 2020. 129:25-29. Doi.org/10.1016/j.amjcard.2020.05.027. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders. The article reports false positive detection with implantable cardiac monitors (icm) due to undersensing, oversensing of t-waves, and noise. The status/ disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.